Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced an infection at the ipg site. As a result, the system was explanted and the patient was hospitalized. Infection was treated via IV antibiotics.